Event description:
It was reported that prior to the start of a surgical procedure metal shavings were falling from the device. The procedure was completed using an alternative device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. The failure for metal shavings was not confirmed as the product was not received and therefore no device evaluation could be performed by the manufacturer. The device was not returned to the manufacturer for device evaluation.

Event description:
It was reported that prior to the start of a surgical procedure metal shavings were falling from the device. The procedure was completed using an alternative device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.